Event description:
It was reported during the atrial lead implant procedure, the lead could not reach the target position, and placement difficulty occurred. The atrial lead was remains in the patient, out of service. No patient complications have been reported as a result of this event.